Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure that, the endoscope would not follow commands. It was doing the opposite of requested function. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the endoscope, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was submitted to isi for review. A review of instrument log was performed. The endoscope instrument was last used on (B)(6)2022 on system sk0571. The endoscope plus instrument (part#470057-05/sf1950210) has 1814 uses remaining after last use. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.